Manufacturer narrative:
All available information was investigated, and the reported clip introducer leak was confirmed due to a broken clip introducer flush port luer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The clip introducer was submitted to the materials characterization lab for failure analysis of the broken flush port luer. Based on available information, the reported clip introducer leak due to a broken flush port luer. The broken flush port luer appears to be related to mother nature/environment due to esc. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. A second triclip was then attempted but was unsuccessful as when advanced within the triclip steerable guide catheter (tsgc) it lost fluid column. Troubleshooting was preformed unsuccessfully and a new triclip was then advanced within the tsgc and successfully implanted. The procedure was discontinued; the final tr was grade 1. There were no adverse patient effects or clinically significant delays were reported.